Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-aug-2023 h6: investigation summary it was reported there was a piece of white 1mm round particle on side wall of the syringe. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed with 10x magnification and there is a piece of plastic 1/6" in size. The plastic is loose but adhered to the rubber stopper. It appears to be similar to the syringe barrel and plunger rod plastic but there is no damage to the syringe received. This defect could occur if there is a jam during the assembly process, a syringe was damaged, and a piece of plastic fell into the sample. A device history record review was completed for provided material number 309653, lot 3163976. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that during use with bd 50 ml luer-lok¿ syringe sterile "white" foreign matter was discovered in syringe on side wall. The following information was provided by the initial reporter: customer reports 50 cc syringe, that used often, when pulled out liquid from injection they noticed there was a piece of white 1mm round particle on side wall of the syringe. They shook it up but not able to observe it well.

Event description:
It was reported that during use with bd 50 ml luer-lok¿ syringe sterile "white" foreign matter was discovered in syringe on side wall. The following information was provided by the initial reporter: customer reports 50 cc syringe, that used often, when pulled out liquid from injection they noticed there was a piece of white 1mm round particle on side wall of the syringe. They shook it up but not able to observe it well.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.